Event description:
It was reported to medtronic minimed that the customer experienced experienced hyperglycemia and received pump error 40 (motor safety circuit failed test). The customer reported blood glucose value of 250 mg/dl and the hyperglycemic event was treated with insulin pump. The event involved product(s) mmt-431ag, mmt-342, mmt-1884, mmt-7040a. Troubleshooting was performed for pump error alarm and it was unknown whether customer was able to clear the alarm and rewind the pump or not. Troubleshooting was not performed for hyperglycemic event. No further patient complications were reported. No product return is required for mmt-431ag. No product return is required for mmt-342. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit powered on with unexpected open book image. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test, and displacement accuracy test due to open book image. Unit was successfully downloaded using thump software. On adapt, pump error 40 was recorded on (B)(6) 2024 10:01:00.000 due to software error (line # = 536, file # = 121). Pump was cut open to perform a visual inspection and found no moisture or physical damage. Test p-cap locked in place properly during testing, the following cosmetic damages were noted: battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case, pillowing keypad overlay, cracked case (battery tube), and scratched case. In summary, open book image due to pump error 40. Pump error 40 confirmed due to software error. Unable to verify for alleged high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.